Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope looked orange inside after it was disinfected. There was something black inside a piece of something. The issue occurred during reprocessing. There were no reports of patient involvement.